Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the radio frequency function was not working and was unable to communicate with the device. Multiple attempts to interrogate were unsuccessful. Electrocardiogram showed pacer spikes but the device was unable to interrogate. The patient was in a stable condition. No further information was reported.